Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to a diabetic ketoacidosis twice this past year. The customer's blood glucose ranged from 1,000 mg/dl to 1,100 mg/dl. She possibly had dementia. She also had chemotherapy due to cancer in her abdomen. The customer has hyper unawareness. The device was not returned.